Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up in clinic. The patient was sent in to the hospital due to the device failure to deliver hv therapy during the vt episode. Dft test performed successfully and there was no need for surgical intervention. The patient was stable.